Event description:
Philips received a complaint by the customer on the v60 indicating that there could be a possible code 1115 (auxiliary alarm supply failed) but they could not confirm this code in the device's event log. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and could not find the code in the event log for the device. The customer was advised to implement filed correction order (fco) in order to resolve the reported issue and is waiting for an appointment time. The investigation is ongoing.

Manufacturer narrative:
A technician replaced the power motor board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.